Event description:
Patient with heartware left ventricular assist device (lvad) for 13 weeks and status post large volume bilateral cerebrovascular accident 10 days prior, now presents with small petechial hemorrhage on recently resumed heparin infusion.